Manufacturer narrative:
We received the following information regarding this complaint: 1. The patient was not injured. 2. The broken instrument has been removed. 3. No surgical treatment is required, continue with root canal treatment 4. Once or twice times before the event. 5. The broken instrument has been discarded. 6. The customer doesn't know which batch number it is. It's only 1 file. This is a follow up for this additional information. The investigation results for this complaint are: involved product that broke during use was not returned and cannot be identified and analyzed. Moreover, no unused file is available for evaluation. The provided batch number has no corresponding in our system. Right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse, excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582. Health effect - impact code - 2199. This is a follow up report to correct this code.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that unk maillefer - m-access 21 mm broke during use. The outcome of this event is unknown as of this MDR. Further information requested. Additionally, information from this complaint also noted the replacement file to the file that broke caused a puncture injury to patient during use. This event should initiate an additional complaint.